Manufacturer narrative:
Concomitant product: 100ml potassium chloride; therapy date (B)(6) 2015. The customer¿s report of overinfusion was not confirmed. During inspection one of the pump modules was found to have a 3rd party door and associated door cover installed. Signs of previous fluid ingress were noted under the membrane frame. No issues were observed during physical inspection of the other pump module although a 3rd party rear case was found to be installed. Review of the pcu event log shows that on (B)(6) 2015 at 5:00:33 pm pump module s/n (B)(4) was added as channel a. On (B)(6) 2015 at 6:49:45 am the module was programmed using guardrails drugs as a secondary infusion for potassium chloride, 10meq per100ml was selected for the concentration and the infusion was started at 100ml/hr with a vtbi of 100ml. At 7:22:16 am the rate was changed to 25ml/hr. At 7:24:01 am the door was opened, followed by the flo-stop being opened a few seconds later. At 7:24:11 am the module was restarted and a second later another flo-stop alarm occurred. The door was then closed an the device was restarted. At 7:25:29 am another door open alarm occurred. At 7:25:35 am the module was removed; the secondary volume infused was 55.229ml. Rate accuracy testing and a one hour test infusion were both successfully performed on the pump modules received. Functional testing was also performed using a new unused set from carefusion stock with the administration set purposely misloaded, however no unregulated flow conditions could be replicated during testing. No issues were observed during testing of the returned administration set. The root cause of the overinfusion was not definitively determined. Carefusion recommends the use of carefusion manufactured parts in the safe and effective operation and maintenance of carefusion equipment. The customer's use of repair or service parts or disposables that are not approved by carefusion is at customer's own risk and patient risk, and may void the product warranty provided by carefusion. The exact failure modes of 3rd party parts are also not known by carefusion.

Manufacturer narrative:
The instruments and disposable sets have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 10 meq of potassium chloride was noted to be running faster than expected. The bag and tubing were moved to an alternate pump module; the infusion was again observed to drip at a rate faster than programmed. The bag was noted to be empty 20 minutes later while the primary was still infusing. The patient had labs drawn but there was no harm to the patient.